Event description:
The individual allegedly became allergic to latex from wearing latex medical gloves in the performance of her job duties as a lpn. On 12/15/1997 a rast test confirmed a latex allergy.